Manufacturer narrative:
Date sent to the FDA: 3/16/2021. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for the adverse event which occurred on (B)(6) 2019. (B)(4) submitted for the adverse event which occurred on (B)(6) 2019. (B)(4) submitted for the adverse event which occurred on (B)(6) 2019.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2019 and (B)(6) 2019 and mesh was implanted. It was reported that the patient underwent left inguinal hernia repair on (B)(6) 2019. It was reported that the patient underwent open incision and drainage of a left groin seroma on (B)(6) 2019. It was reported that the patient experienced severe pain, and seroma. Other procedure is captured under separate file. No additional information was provided.